Event description:
There was an allegation of questionable calcium gen.2 and glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial calcium result was 2.93 mg/dl and the initial glucose result was 51.8 mg/dl. The customer observed the incubation bath overfilling which prompted them to repeat the sample on another c503 analyzer. The repeat calcium result was 8.63 mg/dl and the repeat glucose result was 117 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.